Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The event occurred during testing at biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not alarm upstream occlusion. A review of the event history log revealed upstream occlusion messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation observed and found that all of the sensors' readings were within the specifications. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The ultrasonic sensor requires replacement as the service requirement. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.